Event description:
During evaluation of a returned homechoice automated pd set with cassette, a leak was noted from cuts in the cassette sheeting. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The cassette was returned and a device analysis was completed. Visual inspection identified a cut in the cassette sheeting. An underwater leak test was performed, and a leak was noted at the previously identified cuts in the sheeting. Clamp functional and clear passage tests were both performed successfully. The cassette sheeting was replaced with test sheeting and the device was able to run on a homechoice (hc) device properly. The reported leak was verified during sample analysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.